Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014 inratio 2.4 meter 1 ((B)(4)): trainer performed this test. On (B)(4) 2014 inratio 1.7 repeat inratio 1.3, 3rd inratio 2.4 meter 2 ((B)(4)) patient self tester performed tests. Tests completed within a few minutes of each other. On the first attempts, the patient self tester touched the strip when applying the sample and smeared the blood onto the well. On the second attempt, the patient self-tester touched the strip again and smeared blood onto the sample well. There were no noted deviations for the third attempts. Patient's therapeutic range 2-3. No additional info provided.